Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 months prior to contacting lfs. Prior to the reported issue, the patient claims she felt a symptom of dizzy. The patient manages her diabetes with insulin (type not specified). It is not known if the patient made changes to her usual diabetes management routine at the time of the alleged issue. On (B)(6) 2012, the patient reportedly visited her physician's office and obtained a blood glucose result of "360 mg/dl" with another device. The patient was administered an increased dose of insulin (10 units) as treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.